Manufacturer narrative:
The subject device was not returned to olympus because the hospital sent the device to a 3rd party for inspection. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the endoscopic image was not displayed. The subject device was used with cv-190. The user replaced the subject device to another device and completed the procedure. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) received the additional information from the facility, therefore omsc revised the description of b5 in the initial report as follows. - olympus medical systems corp. (Omsc) was informed from the user that during the appendectomy, the endoscopic image disappeared suddenly. The subject device was used with cv-190. The user replaced the subject device to another device and completed the procedure. There was no report of patient injury associated with the event. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. Omsc could not determine that the reported phenomenon occurred due to malfunction of the subject device because the actual device had not been returned to olympus. If additional information becomes available, this report will be supplemented.